Event description:
End user stated that he tried to drive up a ramp with a 3" lip. When front tire hit 3" lip, the scooter front wheel was propelled into the air causing the scooter to flip over on top of user. User cut his head on the floor and needed 3 stitches to close the cut.

Manufacturer narrative:
Pt was advised to replace his current ramp with a 3" lip with a proper ramp for his garage with a near flush lip. Also was advised to read owners manual instructions on curbs and ramps. Initial reporter is end user. Hippa does not allow me to fill out his name on this report.